Event description:
On (B)(6) 2025, the user¿s caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia while using the ilet device. The lowest recorded blood glucose (bg) was 60 mg/dl. The event was self-treated successfully with juice, and bg returned to range. The device provided a low bg alert. No medical intervention was required. The user discontinued ilet use on the same day and returned to multiple daily injections (mdi).

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.